Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer woke up with blood glucose at 400 mg/dl. Customer had changed the set and blood glucose had decreased to normal after about 4 hours. Customer also had issues with the sensor. Customer will not be returning the device for analysis.